Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that three sealed boxes with thirty-six packets each that pertain to product code vcp500h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-01564, 2210968-2023-01565, 2210968-2023-01566, 2210968-2023-01567, 2210968-2023-01568, 2210968-2023-01569, 2210968-2023-01570, 2210968-2023-01571, 2210968-2023-01572, 2210968-2023-01574, 2210968-2023-01575, 2210968-2023-01576, 2210968-2023-01577, 2210968-2023-01578, 2210968-2023-01579, 2210968-2023-01151, 2210968-2023-01150, 2210968-2023-01580, 2210968-2023-01581, 2210968-2023-01582, 2210968-2023-01583, 2210968-2023-01584, 2210968-2023-01585, 2210968-2023-01589, 2210968-2023-01591, 2210968-2023-01592, 2210968-2023-01593, 2210968-2023-01594, 2210968-2023-01595, 2210968-2023-01596, 2210968-2023-01597, 2210968-2023-01598, 2210968-2023-01600, 2210968-2023-01601, 2210968-2023-01602.

Event description:
It was reported that a patient underwent a breast procedure on (B)(6) 2023 and suture was used. During the procedure, the needle separate with sutures during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: *was there any change in the patient¿s post-operative care due to the prolonged procedure? No. * were there any unexpected outcomes or complications as a result of the prolonged surgery time? No * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information? No * could you please clarify how many sutures got separated from the needle? Every piece 36 ea/36ea -please clarify how many needles separated during 5-10 min delay in surgery? Physician found all 36 ea suture are pull off from needle -it is not clear how 36 needles could separate from the suture during a short time period of 5-10 min? -please explain. The operation was delayed but time of delay period is not available. No consequences with patient from the delayed operation -did 36 needles touch the patient? All the suture touched patient -it was reported that zero sutures are being returned. How many needles were used during surgery on (B)(6) 2023? -how many needles separated while using in the patient¿s tissue on (B)(6) 2023? -36 -is the exact number of needles that separated while the surgeon was using unknown? -36 -did some needles separate before they touched the patient? -no - were some sutures tested after the procedure? ¿ no to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m related reports: 2210968-2023-01564, 2210968-2023-01565, 2210968-2023-01566, 2210968-2023-01567, 2210968-2023-01568, 2210968-2023-01569, 2210968-2023-01570, 2210968-2023-01571, 2210968-2023-01572, 2210968-2023-01574, 2210968-2023-01575, 2210968-2023-01576, 2210968-2023-01577, 2210968-2023-01578, 2210968-2023-01579, 2210968-2023-01151, 2210968-2023-01150, 2210968-2023-01580, 2210968-2023-01581, 2210968-2023-01582, 2210968-2023-01583, 2210968-2023-01584, 2210968-2023-01585, 2210968-2023-01589, 2210968-2023-01591, 2210968-2023-01592, 2210968-2023-01593, 2210968-2023-01594, 2210968-2023-01595, 2210968-2023-01596, 2210968-2023-01597, 2210968-2023-01598, 2210968-2023-01600, 2210968-2023-01601, 2210968-2023-01602.